Manufacturer narrative:
The fse evaluated the device while onsite and confirmed the reported problem. Resolution and disposition: the fse reported the customer declined service. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a.

Event description:
The fse clarified the device would not boot up.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported "boot up black screen". The customer reported there was patient involvement and no patient harm.